Event description:
New information received notes that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss due to telemetry lockout.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was seen in clinic and the pairing was restored. There were no patient consequences reported.